Event description:
It was reported that a user of the ilet experienced hyperglycemia with a reported peak glucose in the high range that later trended down to 394 after a successful supply change; data sync to the app was unavailable, and the user was instructed not to administer additional insulin off-pump. Symptoms included no reported signs or symptoms when re-contacted. Outcomes included no medical intervention beyond routine troubleshooting and follow-up phone monitoring, and no hospitalization.

Manufacturer narrative:
Investigation included customer support assessment and user guidance regarding pump use and supply change. Investigation of this case revealed that glucose levels were decreasing after the supply change and no device malfunction was confirmed. It was concluded that the event involved hyperglycemia with an unclear cause, with improvement following supply replacement and adherence to on-pump insulin use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.